Event description:
Prior to the cochlear implant surgeon's examination in february 2001, the patient reportedly showed signs of vague inflammation several times (exact dates not given) at the left mastoid, treated empirically with antibiotics. In february 2001, CT scan reviewed by the implant surgeon showed no change in appearance of bone. However, exploratory surgery revealed pus infection in the mastoid around the electrode, but not at the implant device or cochleostomy. There was a csf leak during electrode removal. Streptococcus pheumoniae was cultered from each maxillary sinus specimen and the left mastoid. The surgeon suspected that the left mastoid infection got there by hematogenous spread. This device was explanted from the patient.